Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: which tests were performed pre-implant? Barium swallow, ph, egd . Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Were there any intra-operative complications during implant? No . Was there any hiatal or crural repair done at the same time as the implant? No. Was mesh used at time of implant? No. What was the reason for removal of the linx device? Ongoing gerd symptoms. If dysphagia, how severe was the dysphagia/odynophagia before intervention? Mild: awareness of signs of symptoms, but easily tolerated, are of minor irritant type, causing non loss of time from normal activities (able to eat solid food). Was the device found in the correct position/geometry at the time of removal? Yes. Was a replacement linx device used: yes. 15 bead, lot # 18757. The following information was requested, but unavailable: did the patient have an autoimmune disease? Is the patient currently taking steroids/immunization drugs?

Event description:
It was reported that during an unknown procedure, there was an explant and replacement this morning. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2018. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device history record for lot 8423 was reviewed. No ncrs, defects, reworks, or protocols related to the device complaint were found.